Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl. The customer also received a sensor updating alert. The customer reported air bubbles and a bent cannula as well. The event involved product(s) unk_ngp, mmt-332a, mmt-7040a & mmt-399a. Troubleshooting was partially done for the high blood glucose event and found the customer was treated with the insulin pump. Troubleshooting was done for the air bubbles issue and found the size of the air bubbles was soda pop/champagne sized. Troubleshooting was done for the bent cannula issue too. Troubleshooting was also partially done on the sensor alert and advised the possible causes. The insulin pump was used within 48 hours of the reported event and the automode/smart guard feature was active. No further patient complications were reported. The product(s) unk_ngp, mmt-332a, mmt-7040a & mmt-399a will not be returned for analysis.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per customer allegation the air bubble was not a reportable scenario, since soda pop/ champagne size air bubbles are acceptable. Hence the event reported under regulatory report number 2032227-2025-253578 is not reportable.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.